Manufacturer narrative:
Exemption number e2011009 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) the device is currently shipping from user facility to our bbm laboratory in melsungen, germany for investigation. A follow-up report will be provided after the examination results are available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization of the (B)(4)): pump delivered bolus at its own.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4) result of examination: the pca-kit showed no external damages. The functional test revealed no abnormalities. Within the performed test the sample did not give a bolus by itself. Thereupon both complained samples were tested in a long term test together as well as a cross check with samples from service stock was performed. In each combination the reported malfunction was not reproduced.